Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's display was frozen. Patient involvement information was not provided by the customer. The ventilator was evaluated and the coin battery was replaced. The ventilator passed self-testing.

Event description:
The customer reported that the patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.